Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was recently discharged after a small bowel obstruction and resection. The patient was readmitted after progressive fatigue. The patient¿s hemoglobin dropped to 7.5 g/dl. There was concern for gastrointestinal bleed. Anticoagulants at the time of event were aspirin and warfarin. The patient received a blood transfusion. Small bowel enteroscopy revealed esophagitis but no identifiable source of bleeding. Hemoglobin improved and the patient was discharged on (B)(6) 2018.